Manufacturer narrative:
Findings: pump error alarm during the rewind test due to corroded motor home switch. Unable to verify pump error and perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to pump error alarm. Pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of pump errors from the insulin pump. The customer's blood glucose reading was unknown. The customer reported pump error during rewind, the piston did not move back. The customer stated that the pump rebooted several times. Troubleshoot did not resolve the issue. The insulin pump will be returned for analysis.